Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination revealed the dilator hub was separated from the body. The points of separation appeared rough and contained signs of torqueing. The total length of the dilator body measured to be 12.8" which is within specifications of 12.5"- 13" per product drawing. The outer diameter of the dilator body measured to be 0.107" which is within specifications of 0.107-0.110" per product drawing. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of dilator hub separation was confirmed by complaint investigation. The sample passed all relevant dimensional and functional testing. Based on the condition of the sample received, this is likely a manufacturing issue. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported that during insertion the physician found the connection between the dilator and valve was broken. A new device was obtained to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during insertion the physician found the connection between the dilator and valve was broken. A new device was obtained to finish the procedure. No patient harm reported. The patient's condition is reported as fine.